Event description:
Reportedly, the balloon detached from the catheter during a thrombectomy of a left arm anticubital av-fistula. It was further reported that severe resistance was noted during extraction. Retrieval of the balloon, using a second catheter, was unsuccessful. No pt complications were reported as a result of this incident.